Event description:
Pt had stent placed in distal aorta by doctor vallabhan. Stent became dislodged from balloon and had to be snared and pulled out through the right femoral artery. Reason for use: aortic stent for stenosis.